Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that a component of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The stylet was not returned. A fresh 14-58 gray stylet was able to be fully inserted without resistance. The sleeve head is bent at the proximal end of the sleeve head. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was difficult to position and the stylet was unable to be fully inserted into the lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.